Event description:
It is reported that the time display on the customer's insulin pump does not function as designed. The patient's blood glucose level was unknown at the time of the call. Customer states that they lose greater then 9 minutes within 30 days. The customer started noticing the time anomaly around december. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for two days and no time clock anomaly noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during our visual inspection.